Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient's ipg was unable to communicate with external devices, therefore the ipg was deemed inoperable. As a result, the patient underwent surgical intervention, wherein the ipg was explanted and replaced to address the issue.